Event description:
The patient was undergoing a hysteroscopy with permanent sterilization. Essure device was deployed prior to activation; minor delay to case related to opening another device; no harm to patient- not used.======================manufacturer response for essure, essure (per site reporter).======================unknown at this time; device returned to rep- unsure of date.what was the original intended procedure?hysteroscopy with permanent sterilization.device #1is this a laboratory device or laboratory test?no.